Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5:describe event or problem- correction is required b2. B2: outcomes attributed to adverse event- correction - remove check mark for required intervention to prevent permanent impairment/damage (devices) due to incorect entry. G3: date received by manufacturer- additional information. H2: if follow up, what type- correction.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/17/2021. It was reported that the patient passed out and was having seizures. His spouse tried to revive him with glucagon but he still would not respond. The patient's spouse called 911 and when the medical responders arrived, they tested his blood sugar and it was at 25 mg/dl but the cgm reading was 108 mg/dl. The patient was given glucagon intravenously and he suddenly started vomiting. The medical responders advised the spouse to give him enough carbs to raise his sugar and the spouse convinced him to eat a sandwich. After an unspecified period of time his glucose value came back to normal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No injury or medical intervention was reported.